Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced. Device has been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, brown particles in valve, white particles in shell, crack opening, curved opening. The leak test and microscopic analysis was performed which identified; a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and a curved striated opening on anterior side assessed as surgical damage and partial delamination of diaphram flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. A curved striated opening assessed as surgical damage consist in the use of some surgical tool. Delamination of diaphram flange disk assessed as adhesive failure further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.